Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
It was reported that when the anesthesia nurse was inserting a cannula for anesthesia for the patient before the operation, she checked the endotracheal tube to be used and found that its air bag could not be inflated. She withdrew the consumable in time. After replacing the new endotracheal tube, the problem was not found again. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.